Manufacturer narrative:
This is the same patient/event as MFR # 9616680-2010-00074. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr revised the patient's cup and liner. The liner was worn eccentrically and poly lysis was evident in the proximal femur. He revised the acetabular portion and was satisfied."